Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: there is an inspection method for the relevant event in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the bending section cover rubber the water tightness was lost, the adhesive on the bending section cover rubber had a chip, due to a cut on the angle wire the bending section could not be bent in the up direction at all, due to deformation of the bending tube the angulation lever did not move smoothly, due to damage on the channel tube the channel cleaning brush could not be inserted smoothly, the bending tube was deformed, due to breakage of the image guide bundle the specified resolution was not obtained, the connecting tube had a dent and a scratch, the suction cover had a scratch, the angulation lever had a scratch, the up/down plate had a scratch, the venting connector under the grip was shaved, the eyepiece had a scratch, the grip had a scratch, the control unit had a scratch, and the diopter ring had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a leak at the bending section cover rubber. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the coat of the image guide pipe was peeling off. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.